Event description:
The sales rep reported that during a surgical procedure to explant hardware and add a level of fusion, the surgeon bent four universal drivers when trying to remove the implanted screws. The surgeon was unable to remove all of screws and some were left in place. There was a surgical delay of 30 minutes.

Manufacturer narrative:
Product is an instrument and is not implantable. Results of the device history record review indicate the part met specification. Visual examination indicates one of the driver prongs is bent in the counter clockwise direction. An engineering investigation determined the cause for bent driver prongs is off-axis use. Review of the surgical technique indicates warnings against off axis use were issued 2007.